Event description:
This complaint is reportable based on the analysis completed in 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the physician could not cross the lesion with a 3.00x20mm taxus liberte stent. The 70% stenosed target lesion was located in the tortuous and severely calcified proximal circumflex. The vascular access site was radial and the type of lesion treated was progressive. No pt injuries or complications were reported. Pt's condition listed as "good". However, the analysis of the returned device revealed shaft break.

Manufacturer narrative:
Examination found that the hypotube had broken approximately 16cm distal from the catheter's strain relief. There were also severe kinks along the entire length of the hypotube and the tip was damaged. The tip was slightly flared. The hypotube damage is consistent with excessive force being applied to the delivery system. The tip damage is consistent with guidewire movement during attempts to cross the lesion. A visual and microscopic examination of the crimped stent found no issues. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.